Manufacturer narrative:
H3, h6: the described issue was investigated in detail. According to the provided information the customer needed clarification on the range of coverage for leg and full spine ortho examinations on the table acquisition. The customer wanted to use the ortho software to measure for prothesis planning and had questions about the effect of the manually entered tod (table-object-distance) on the size of the composed image. For full leg exams, the customer was using tod values in the range of 10 - 20 cm but could not cover all necessary anatomical parts within this range. To cover more anatomical regions the customer used a larger tod as a workaround in an arbitrary range of 40 - 80 cm instead of the actual value. The tod is usually determined by the user before taking the image, either indirectly by measuring the sod (source-object distance) with the measuring tape in the collimator, or by entering it directly on the flc. With ortho, the tod can also be entered after acquisition to then measure the length in a specific plane on the image. The tod is then used to calibrate the displayed lengths during measurement procedures on the acquired image. This means that the accuracy of the length measurement is only given in the level in which the object to be examined is located. Organs that are below or above this level will be calculated as too short or too long. To minimize geometric deviations in the image, the largest possible sid (source-image-distance) should be selected. Changing the tod to an incorrect value to cover a larger anatomical area on the image will result in incorrect lengths indicated on the image. In general, it is recommended to use a reference object when determining distances in an image. On the luminos drf max, the ortho range is defined by moving the x-ray tube at 0 degrees (perpendicular to the table). The ortho exposure, however, is made by tilting the x-ray tube. Tilting the tube allows a larger area to be defined than by moving the x-ray tube at 0 degrees (about half the detector size more). Increasing the tod allows a larger tilt range, and a larger area is covered. This discrepancy leads to an incorrect length determination. The correct use of the tod and the measurements on the image including the measurement calibration are described in the system operator manual. The description of the correct entry of the tod has been reviewed by product and quality management and determined to be sufficient. However, additional warnings will be implemented in future versions of the operator manual. The complaint has been closed.

Event description:
It was determined that the customer wanted to use the ortho functionality of the system to determine the size of a required prosthesis. The user thereby entered an arbitrary tod (table object distance) instead of the actual tod to cover a larger range. It is assumed that this incorrect use of the system could lead to a wrong length determination of an implant. In a worst-case scenario, an incorrect length determination for prosthesis planning might require a repeated open surgery. A repeated open surgery is classified as a serious injury. No actual incorrect length determination or any patient consequences were communicated in this case.

Manufacturer narrative:
E1: a contact name for the facility was not provided. The incident was reported by a siemens healthcare employee. The customer facility phone number (B)(6). H10: manufacturers preliminary analysis: the system was not used as specified. Instead of entering an arbitrary tod, the actual tod (table object distance) must be measured. For length determination it is recommended to place a reference object in the image. The investigation is ongoing. A supplemental report will be submitted if additional information becomes available upon completion of the investigation.